Event description:
The following was reported: vamp jr. Reservoir snapped. Never seen previously. Unknown lot #.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) non-edwards dpt with attached vamp jr. System. Both flexture arms of the reservoir plunger were completely broken inside bonded t-cap. As the result, the t-cap was separated from plunger.